Event description:
Caller alleged discrepant results compared with the lab. Patient thought, it was odd that she kept getting the same inr result, so she went to the hosp lab. Pt used to be an rn.

Manufacturer narrative:
Investigation pending.